Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant of a semi temporary pacing lead the patient experienced an infection. The pacing lead was explanted and replaced with an implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.